Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the status light is constantly lighting in orange. The observed issue most probably resulted from a reboot while the device memory had reached its limit, resulting in an issue to send the technical file to the back office. It should be noted that the device performs self-tests and if the limit memory is reached, the status lights will constantly appear orange.

Event description:
Reportedly, the transmitter was not connected to the back office for weeks. Last date of communication with the implant: on (B)(6) 2024 and date of last connection with the transmitter: on (B)(6) 2024. The status light of the home monitor remains off and despite an attempt to initiate a pit, no response was noted.